Event description:
The doctor indicated that this abutment screw fractured post restoration.

Manufacturer narrative:
The visual inspection confirmed that the thread portion of this abutment screw has fractured. No lot or order number provided. The review of the product history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.